Event description:
It is reported that the patient was revised due to loosening of the tibial component. The articular surface had some pitting along with oxidation.

Manufacturer narrative:
This report will be amended when our investigation is complete.